Manufacturer narrative:
Continuation of concomitant products: d224trk crt-d, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had alerted for an out of range pacing impedance. A sensing issue was noted as there was an increased number of short v-v intervals. The lead had fractured. Lead therapies and detections were programmed off. The lead remains in use. No patient complications have been reported as a result of this event.